Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the cap would not remain tightened to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was unable to secure properly to the pump to maintain constant electrical connection. With the damaged cap in place on the pump, the alleged intermittent power issue was duplicated. A test cap was placed on the pump and fit properly. With the test cap in place, the pump powered on and was exercised for 12 hours without any interruption in power.